Event description:
Complainant alleged that while attempting to defibrillate a patient via attached electrode pads, the device would not power up. The complainant states another device was obtained and CPR was performed until the ambulance arrived. However, the patient subsequently expired.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.